Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Healthcare professional later reported "hole, non-specific". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on jul 15, 2025. With lot number 623221. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening assessed as fold flaw opening and delamination of valve assessed as adhesive failure.. As per the investigation procedure, crease and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "deflation". Healthcare professional later reported "hole, non-specific". Device has been explanted and replaced.